Event description:
It was reported to nova biomedical that a consumer received a blood glucose reading of 47 mg/dl. She immediately performed another blood glucose test and received a result of 127 mg/dl. The difference in the readings was determined to be clinically significant. The test strips used in the event will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.